Event description:
Olympus was informed that during an unspecified procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. The broken fragment could be successfully retrieved but the failure led to an unspecified delay of the procedure. No further information was provided but there was no report about a patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the regional repair center (rrc) france (returned to the rrc on 2023/02/07). The evaluation at the rrc france confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. The cause of this damage is most likely thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The evaluation at the rrc france also found the sealing rings to be worn. This issue is most likely attributable to wrong handling by the user and to wear and tear. The case will be closed on olympus side with no further actions and the user will be informed about the investigation results.